Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) energized and cauterized, and all ports recognized instruments. There were no errors upon multiple activations.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the bovie pencil was not working. The customer was getting errors when trying to use the bovie pencil with the integrated electrosurgical unit (erbe). The customer tried a new bovie pencil and rebooting the erbe, but the issue remained. The bovie pencil was plugged into the lower monopolar port. The customer then used the bovie pencil with the valley lab generator and it worked fine. The da vinci instruments had no issues when used with the erbe. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed system logs and found errors c-82, 2-87, c-83, 1-87, and m-02. The procedure was completed with no reported injury.

Manufacturer narrative:
A field service order has been created to dispatch an intuitive surgical, inc. (Isi) field service engineer (fse) to the customer's site to further investigate the reported event. Additional information is being gathered to determine the contribution of the device to the customer-reported issue.